Event description:
Consumer called to getting "hi" reading with their meter when consumer felt normal. Took insulin for adjustment of the hi and readings never went down. Ended up in the hosp with a result of 26.